Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023 this male peritoneal dialysis (pd) patient was seen in the pd clinic. The patient¿s symptoms were not provided. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ancef (dose, frequency, and duration unknown). The culture returned positive for rothia mucilaginosa. The cause of the peritonitis could not be confirmed. The patient did not require hospitalization for the peritonitis event. No further information was provided.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler or cycler set. Although the cause of the peritonitis could not be confirmed, the culture result of rothia mucilaginosa suggests a breach in aseptic technique. That bacterium is a component of the normal flora of the mouth and respiratory tract. It is usually associated with dental plaques, cavities, and periodontal diseases. During pd, it is important to practice good hygiene to reduce the risk of infection which includes hand washing, wearing a mask during treatment and applying antibiotic cream to the catheter site. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2023 this male peritoneal dialysis (pd) patient was seen in the pd clinic. The patient¿s symptoms were not provided. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ancef (dose, frequency, and duration unknown). The culture returned positive for rothia mucilaginosa. The cause of the peritonitis could not be confirmed. The patient did not require hospitalization for the peritonitis event. No further information was provided.